Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney cancer. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney cancer. Medical intervention was not specified. The dreamstation go auto was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed missing usb/micro sd card cover. Slight dust-like contamination and tiny hairs/fibers in the air outlet port. Air inlet filter had gray unknown contamination on it. Air inlet area had gray and white dust-like contamination. There was oxidation discoloring on the bluetooth trace antenna on the pca which is an anticipated occurrence. Battery pins on the bottom of the pca (printed circuit assembly) had potential excess flux near them. Through hole pins of r144 on the top of the pca had potential excess flux near them. Air inlet baffle had dust-like contamination and tiny hairs/fibers on it. Dust-like contamination and tiny black unknown pieces of contamination (inconsistent with degrading sound abatement foam) and hairs/fibers in the bottom enclosure. Fine coating of dust in the bottom enclosure. Blower motor had slight dust-like contamination on and in the blower motor. Also, there were unknown residue on the blower motor and in the blower motor. Slight white and black (inconsistent with degrading sound abatement foam) dust-like contamination and tiny hairs/fibers were in the bottom of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.